Event description:
It was initially reported that the patient had a prophylactic generator replacement. The generator was returned to the manufacturer for evaluation. Results of bench diagnostic testing indicated the device was operating properly with intensified-follow-up indicator (ifi) set to yes. The data in the diagaccumconsumed memory locations revealed that 55.091% of the battery had been consumed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage value stored within the generator (2.752 volts reported during fet (measured diagvbat)) suggests an ifi partially depleted battery condition. However, a review of the internal memory locations within the generator verified the existence of an error in calculating the device's battery voltage. Other than the noted error, there were no performance or any other type of adverse conditions found with the pulse generator. It was identified to be due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of a small subset of demipulse generator printed circuit board assemblies (pcba), the generators had been inaccurately calibrated to measure battery voltage during the production of the device. As a result of this inaccuracy, the voltage measurements performed by these generators were higher/lower than the actual voltage of the battery and would result in a premature or delayed ifi=yes warning message when interrogated with version 8.0 programming software. Review of device manufacturing records confirmed that all specifications were met by the generator prior to release and shipping.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.